Event description:
Proximal peri-prosthetic femoral fracture. Post-op x-ray were ok. The pt had pain, came with x-ray from another hospital that showed the fracture. Revision with a cemented stem and cerclage of the femur performed. Ref MFR report 3005180920-2013-00057.